Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-jan-2022, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port is loose, rattling; failed battery charging bench test, and tm90 recharging circuitry is damaged (l3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. The patient reported that the communicator was not taking any charge since wednesday. Patient mentioned talking to medtronic representative (rep) last wednesday as well. Patient mentioned that they had tried to charge it for 6-8hours but their communicator still shows orange and patient also mentioned that the light on the communicator was faint. Agent had patient plug the communicator into the charger and patient mentioned that the communicator light was a faint orange in color. Agent sent request to repair to replace the communicator.